Event description:
Patient stated they used to have a (B)(6) stimulator before they had the (B)(6) one put in, but had it replaced due to not being MRI compatible. Patient stated their old stimulator was huge. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".